Manufacturer narrative:
The pump was received with blank display due to moisture damage on electronics assembly. The pump was received with moisture damage on motor, battery tube, vibrator and keypad assembly. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call of their insulin pump having a blank display. Customer states to have tried to remove battery and reset, but display remains blank. The customer states they press the act button, but the display is too pixilated to read properly. The customer's blood glucose level was 136mg/dl. Troubleshooting was conducted. The image remained blank and the pump will be replaced and returned for analysis.